Event description:
It is reported that the trial broke during the extraction process.

Manufacturer narrative:
Evaluation: as returned, the calcar body is fractured circumferential approximately at the relief for the c-clip. It is likely that the fracture was caused by excessive force applied through a slaphammer. Device history records indicate all components were manufactured and inspected to specification. Definitive cause cannot be determined. (B)(4). Total number of events: 11. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.